Event description:
It was reported that the customer had an issue with the life of the batteries only being 1 week in the last 3 weeks. Customer stated that they used to last almost a month. Customer has received multiple failed battery alarms and has changed his battery with a new one. Customer has been using duracell batteries. Customer stated that the battery icon appeared as already half consumed after the battery change. Customer verified that the battery cap and the battery compartment conditions appeared to be normal without signs of corrosion. Customer inserted the same battery that was inserted yesterday and the battery icon appeared full as it needed to be. Customer was advised to call back in order to verify if the anomaly persists.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.